Manufacturer narrative:
Lead model 3998, lot# v644472, implanted: (B)(6) 2011, explanted: unk; extension model 3708240, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk, programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Event description:
A power-on-reset (por) condition was reported. The patient was unable to adjust stimulation and the patient programmer displayed a "call your doctor" icon. The por was cleared and the issue was resolved.